Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Company representative reported on behalf of patient, implant removal with insufficient information. Then patient reported "breast/s have gone "rock hard" and are very firm which is an abnormal feeling", ¿breast felt funny¿ ¿pain¿, ¿tenderness¿, ¿anxiety¿, ¿fatigue¿, ¿recall¿ and ¿ross river fever 3 years ago¿ and healthcare professional reported ¿early stages of capsular contracture¿. This record is for the right side. Device was explanted.